Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that during clinical use in the hospital, the power was turned off in about 30 minutes when operated on battery power on the rotaflow console. That there is no health damage. The incident occurred during patient use and the rotaflow has not been replaced. It is connected to an ac outlet and used continuously. The last battery replacement was on (B)(6) 2018 and no periodic inspection on the battery was performed as it is described in the IFU on the rotaflow console. The cause of this problem is attributed to battery life. Stated by the ssu ¿we intended to carry out annual inspections, but could not do so due to the hospital's reasons.¿ (B)(4).

Manufacturer narrative:
The reported failure "power turned off by battery power" occurred during patient treatment according to the getinge field service technician in the communication field in the complaint dated on 2020-02-18 the battery (70101.7188) will be replace within 90 days, check the equipment and make an effort to create a service report. Furthermore it was provided by the getinge field service technician on 2020-02-17 "it is speculated that the hospital did not conduct a battery check every six months. Before this problem, we had already rented alternatives machine to the hospitals. (For periodic inspection) however, hospital staff cannot exchange this device for a replacement because it is in clinical use. We last performed a periodic inspection and battery replacement on june 12, 2018. The cause of this problem is attributed to battery life. We intended to carry out annual inspections, but could not do so due to the hospital's reasons." The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.21 was reviewed on 2020-03-30 with the following outcome: the most possible causes for the reported failure "power turned off by battery power" could be determined as: battery power failure e.g.: * defect batteries * power supply board failure * software error * user forgot recharge * defect of charger unit the instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-03-30 with the following outcome: in chapter 3.3 system components 3.3.4 battery operation. - check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. - the actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. The reported failure "power turned off by battery power" occurred during patient treatment and could be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).